Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis. The high blood glucose reading was 708 mg/dl. The customer stated that her glucose dropped two days ago and she drank orange juice. Then the customer's blood glucose spiked. The customer was experiencing high blood glucose for the past day. Troubleshooting was performed. The programming, time, and date seem to be correct. Ran a fixed prime test and passed. A tubing clamp was not available to perform the high pressure test. Advised the customer that a tubing clamp will be sent and call us back to perform the test. No further info was provided.